Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 10 mg of morphine at a 10 mg/day via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient presented at the ER with overdose symptoms. The patient had recently had a pump increase from 6.2 mg daily dose to 10 mg on (B)(6) 2017 in the clinic. The pump was interrogated and the ER physician reduced daily dose to 7 mg. The issue was considered resolved.